Manufacturer narrative:
The approximate age of the device was 8 years and 11 months. The report that the connector no longer connecting to the controller's hub requiring a clamshell repair was confirmed through an on-site evaluation performed by an abbott technical services representative. A clamshell repair was successfully performed on (B)(6) 2019 under work order (B)(4). Additional rescue tape to be applied to further secure repair site as the outer stylistic sheath tear is at the very distal end of the applied clamshell. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car # (B)(4). The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the percutaneous lead connector was no longer connecting to the system controller. A percutaneous lead repair was performed.